Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was implanted.

Event description:
A company representative reported that a patient was experiencing pain prior to a stryker medpor titan sheet - mtm - 76m implanted. The patient underwent a revision surgery to remove the implant. There is no indication that the devices had a malfunction. Inquiries were made in order to determine the initial surgery date of the medpor titan sheet. As more information is obtained the pi will be updated.